Manufacturer narrative:
The device was returned and the evaluation found that excess pressure in the connecting tube had caused the collapse and there was a failure of the charged coupled device transmission cable. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope's connecting tube collapsed. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a kink of the insertion tube which then caused a disappearance of the image on angulation. However, this event could not be further specified. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.